Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Insulin pump received with cracked battery tube threads, cracked battery tube lip and stripped battery cap(p) coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act and fsh button was stuck. The customer's blood glucose was unknown. The customer reported 1 by 8 inch crack on battery compartment. The customer reported both threads on battery and reservoir compartment have dulled down to the point that it makes it harder to screw on a battery cap and infusion set at times. The insulin pump will not be returned for analysis.